Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after trial reduction, while taking the shim off of the articular surface trial, the spring and spring holder popped off of both sides. No surgical delay.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. Not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.